Manufacturer narrative:
Based on the claim against the product by the customer noting the erbe generator was not working, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified c-00 and c-34 errors when powered on and replaced the erbe to resolve the issue. Isi did receive a da vinci iesu involved with this complaint to perform failure analysis testing. The reported failure was reproduced during testing. The unit was placed on an in-house system and was run in normal mode. The unit will be sent to the manufacturer for repair. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: the electro surgical generator unit (esu) was replaced by the field service engineer (fse) to correct an issue that rendered the da vinci system in a not acceptable state while there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) was not working. There was no reported injury. Follow-up has been performed to request additional information. As of the date of this report, no further details have been received.